Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, that blood glucose dropped from 313 mg/dl to 115 mg/dl within 15 minutes. Customer also had blood glucose of 58 mg/dl which was treated with food. Paramedics were called and assured that customer's blood glucose stabilized. Customer had symptoms of chest pain, shortness of breath and sweating. Customer was not admitted into the hospital. Troubleshooting was performed on insulin pump and customer was not able to upload to carelink. Customer declined further troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump passed the delivery accuracy test. The pump was received with cracked battery tube threads and minor scratches on the lcd window.